Event description:
It has been reported to philips that several times the azurion 7 m12 system stand remained stuck and that there was no table movement except for up and down movements. The system was in clinical use at the time of the event and no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) connected with the customer remotely and confirmed that the system stand remained stuck and there was no table movement except for up and down movements. Review of the system log file showed that geometry error that was position slip of longitudinal movement. To resolve this issue the customer adjusted the longitudinal beam movement. After the adjustment, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue, but it was related to the geometry hardware. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact and evalution method codes were corrected.